Event description:
It was reported that the patient required medical intervention with the use of pred forte tid in the left eye (os) for two (2) weeks for reported haze. Patient had diffuse lamellar keratitis (dlk), 1+. Date of surgery (dos): (B)(6) 2014. Post ¿ operative information: 1 day, od: superficial punctate keratitis (spk), visual acuity (va): od: 20/30+ os: 20/80. 2 days, od: sub-conjunctival hemorrhage, os: decreased tear break-up test (tbut), few punctate epithelial keratitis (pek), visual acuity: od: 20/25+ os: 20/30+. 8 days, os: central keratitis, visual acuity (va): od: 20/25- os: 20/40-. 23 days, os: 1+ diffuse lamellar keratitis (dlk); 1 + microstria, visual acuity (va): od: 20/25+ os: 20/30. 23 days, os: nasal/central haze/keratitis, 1+ dlk, visual acuity (va): od: 20/20- os: 20/30+.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir laser system. Device manufacture date: unknown; asked but not available at the time of this reporting. All pertinent information available to abbott medical optics has been submitted. Placeholder.